Manufacturer narrative:
When completed, the eval summary will be submitted in the supplemental report.

Event description:
It was reported that dr (B)(6) tried to insert the liner into the tibial tray. The locking wire on the insert popped out. Dr (B)(6) asked for another insert and inserted the new liner in.